Event description:
It was reported that during a video thoracoscopy, one side of the staple cartridge did not staple on the initial load. The jaws remained partially closed, but the surgeon was able to remove the device from the tissue. A new device was used successfully. Operating time was extended by fifteen minutes and there was no patient consequence.